Event description:
The customer's mother reported that the patient is in the emergency room and they unhooked her insulin pump and need to know how to turn it off. The customer's blood glucose levle was unknown mg/dl. The customer was advised generally how to suspend inulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.